Event description:
It was reported that following a graft dilatation procedure. Using a balloon catheter, the 10x4 balloon catheter wouldn't fit through the 6 french indwelling sheath. A second catheter was used with the same results. The catheter was again replaced & a larger, 7 french, sheath was used to complete the procedure without any further complications.